Event description:
A health canada file #238357 has been received, reported by the user ¿constant mechanical failure. The device failed so regularly that it was entirely unreliable. Date placed is a single incident where it failed and caused severe risk of harm. No listed expiration date. The device fails seemingly at random, refusing to communicate with the pumps, overheating, randomly running out of battery when it was previously near full only minutes before, these issue can occur and last either a few seconds or long enough that by the time it's fine the person in need cannot move anymore. Injuries were experienced with medical intervention needed. Due to the device failure, insulin was not delivered when it was crucial, and if it weren't for another person finding the user in time she likely would've died. Her blood sugar was higher than 50 mmol/l, but very luckily she was able to recover.¿

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.